Event description:
In 2008, a clinical incident involving a smartstitch perfectpasser was reported to arthrocare corporation. It was reported that during a rotator cuff repair, after the suture cartridge was deployed and while removing it from the pt, it was observed that the plastic tip of the cartridge was missing. It was believed that the tip had broken off into the pt and was not recovered. The surgery was completed, incision was closed, and the pt is reportedly doing fine.

Manufacturer narrative:
The smartstitch perfectpasser suture cartridge was returned to arthrocare for evaluation. A visual inspection was performed and it was confirmed one side of the cartridge tip was missing, however, the root cause of the missing tip cannot be confirmed. The suture cartridge is manufactured of medical grade plastic. If exhibited to excessive forces, the device can break. Arthrocare has reviewed product complaint data for this failure mode. Incident rate is less than 1%. Instructions for use does provide that careful attention must be made to assure excessive force is not placed on this instrument. Excessive force can lead to device failure.